Event description:
It was reported that during a lap nephrectomy procedure, the tissue pad was coming off of the device. No piece fell onto the pt. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Date sent: 06/30/2008. Evaluation summary: the analysis results found that the device was returned with the tissue pad partially detached. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. This damage occurs when the instrument is activated without tissue present. Our instruction insert states" "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damage to the instrument." Both conditions may cause of system failure signaled by a continuous beep when either of the foot pedals is depressed and keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.